Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-05684. It was reported that during a coronary stenting treatment procedure, thrombosis and patient death occurred. In (B)(6) 2012, the patient was hospitalized and the following day left ventriculography was performed. Thirteen days later, a pci procedure was performed to treat a lesion located in the left anterior descending (lad) artery. A 2.5mm x 18mm non-bsc stent was implanted in the mid lad. In addition, two 2.5mm x 16mm promus element stents were implanted distal to the previously placed stent. The stents had good expansion and the flow was good. Antiplatelet medication of aspirin 100mg/day and clopidogrel 75mg /day had been administered when the stent was implanted. V2, v3 and v4 elevations were noted under cardiac electrogram. Anterior chest pain was also noted. Thrombosis occlusion in lad apical was confirmed, and "no flow" occurred as the blood vessel was narrowed. The vessel did not regain blood flow, no treatment was performed and the pci procedure was completed. During preparation for a repeat pci, the patient suffered cardiopulmonary arrest. Cardiac massage and intubation were performed and vasopressor was administered but no reaction was obtained and patient expired. Cause of death was cardiogenic shock and a biopsy was not performed.